Manufacturer narrative:
Device passed displacement test. Unable to perform self test due to cracked and bleeding lcd glass on the top right corner. All buttons functioning properly during testing. No damage on keypad traces noted during visual inspection. However, corroded electronic assembly and corroded motor assembly noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 125 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive after it has been dropped.. Customer reported that battery replacement did not resolve the issue and the buttons remained unresponsive. Customer also reported a low blood glucose of 38 mg/dl and no low blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.